Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The audio/beep alarm and vibrate feature functioned properly. No absence of alarm or vibration anomaly noted. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped providing beep alerts. The customer was assisted with beep/vibrate anomaly troubleshooting. The customer's blood glucose level was 233mg/dl at the time of the incident. The customer was advised to check the insulin pump's utilities settings and it was found that it was set to beep. The customer was then assisted in performed a self-test and the insulin pump did not beep sufficiently during the tone test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.